Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.004.246s, lot: 7589862: manufacturing location: (B)(4). Manufacturing date: january 29, 2014. Expiration date: december 31, 2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain after he was implanted with a tibial nail. A patient was involved in a motor vehicle accident and suffered a right tibial fracture. On (B)(6) 2015, the patient was implanted with a tibial nail. Subsequently, the patient experienced pain following surgery. An examination on (B)(6) 2015 demonstrated that the nail had broken. The device was explanted on (B)(6) 2015. Concomitant devices reported: screw (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Concomitant device unknown quantity of unknown screws updated to one (1) 2.7mm lag screw and three (3) titanium locking screw w/t25 stardrive for im nails sterile. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain and a broken synthes tibial nail and proximal locking screw. On (B)(6) 2015, the patient was involved in a motor vehicle accident. X-ray showed a comminuted, right tibial fracture with full shaft width anterior displacement and right fibular fracture with apex angulation. On (B)(6) 2015, the patient underwent an open reduction internal fixation of the right fibular fracture and closed reduction, intramedullary fixation of the right tibial fracture. A blocking screw was placed from anterior to posterior in the distal tibia. A standard lateral wound was undertaken and dissection was taken down through skin and subcutaneous tissues to the level of the fibular fracture. This was open reduced and clamped. A 2.7mm lag screw was placed across the fracture. A 6 hole 1/3 tubular plate and 3.5 millimeter (mm) cortical screws were placed. The tibia was sequentially reamed up to 9.5mm. It was reported that the canal was extremely tight. A 8mm x 330mm cannulated titanium tibia nail was placed down the canal and into the distal fragment. The nail was locked distally and proximally. Intra-operative fluoroscopy showed plate and screw fixation of a distal diaphyseal fibular fracture and rod (nail) placement within the tibia with a single proximal screw and 3 distal screws. The patient tolerated the procedure well and was stable post-operatively. On (B)(6) 2015, the patient was discharged using a rolling walker and exhibiting a safe gait. It was noted that pain was initially an issue; however, medications were adjusted. At a follow-up visit on (B)(6) 2015, the surgeon noted the patient was generally having some pain; x-ray showed excellent position of fracture and fixation. Subsequently, the patient underwent numerous physical therapy visits and reported severe pain, at times rated a ¿10/10¿. At (B)(6) 2015 follow-up visit with the surgeon, examination showed varus malalignment and moderate swelling; x-ray showed a fracture of the tibial nail and proximal locking screw and "a distal block¿. It was not reported which of the four locking screws was proximal. On (B)(6) 2015 the patient underwent revision intramedullary fixation of the right tibial fracture with removal of the previous hardware including the broken nail and tip. The tibia was reamed up to 11.5mm. It was noted the canal was tight. A synthes 10mm x 330mm cannulated titanium tibia nail was placed and locked with interlocking bolts. The patient was stable post-operatively and tolerated the procedure well. Concomitant medical products: 2.7mm lag screw (part# unknown, lot# unknown, quantity: 1); locking compression plate one-third tubular plate with collars 6 holes / 69mm (part# 241.361, lot# unknown, quantity: 1); 3.5/14mm locking compression plate stainless steel cortical screw (part# unknown, lot # unknown, quantity: 6); titanium locking screw w/t25 stardrive for im nails sterile (part# unknown, lot# unknown, quantity: 3). This is report 1 of 2 for complaint (B)(4).